Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with loss of capture and no sensing on the rv lead. The lead had double counted and delivered inappropriate hv shock to the patient. Patient presented to the ep lab in stable condition and was experiencing phrenic stimulation. Fluoroscopy was performed and revealed lead had dislodged. During the revision procedure, it was found that the lead helix would not retract. The lead was explanted and replaced to the existing ICD. Patient left the lab in stable condition.